Manufacturer narrative:
H.6. Investigation summary: one shielded safetyglide needle in an opened package was received, confirmed to be from batch #0023064 (p/n 305901). The sample was visually evaluated. The needle was confirmed to be 25x5/8 ¿ correct size for this product. However, it had front part of its safety shield missing from the hinge up ¿ the part that slides over the cannula to cover the tip after use. Having this part missing, exposed cannula closer to the hub making the appearance of a longer cannula. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0023064 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the broken safety shield defect is associated with the needle manufacturing process at bd columbus. After evaluation from bd columbus, it was determined a root cause was related to the multivac packaging process. The defect may have occurred when the incorrect needle assembly was not removed during a line clearance. As a result, the defect was verified. CAPA 790699 was created at bd columbus to monitoring complaints for this component product and lot involved. No corrective actions are warranted at the bd canaan based on the defective rate identified. Batch 0023064 is considered in compliance with our product specification requirements.

Event description:
It was reported that a "30 mm" needle was found mixed into the pack of needles sftygld 25x5/8 rb before use. The following information was provided by the initial reporter: "bd needles lot #0023064 expir. 1-31-2025. It looks like bd has a 30mm needle in some of the 25g x 5/8" packaging. My client states that the packages are sealed and state that they are the correct 25g x 5/8" safety needles, but they found one that had a much larger 30mm needle in the sealed pack."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a "30 mm" needle was found mixed into the pack of needles sftygld 25x5/8 rb before use. The following information was provided by the initial reporter: "bd needles lot #0023064 expir. 1-31-2025. It looks like bd has a 30mm needle in some of the 25g x 5/8" packaging. My client states that the packages are sealed and state that they are the correct 25g x 5/8" safety needles, but they found one that had a much larger 30mm needle in the sealed pack."